Event description:
The customer reported that the system intermittently would not boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and reseated cables, circuit boards and connectors, and performed adjustments. The system operates as intended.